Manufacturer narrative:
Investigation: bd has not been provided with photos and samples for catalog 301942 lot 1810132 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It has been reported that the syringe s2 5ml 22ga 1-1/4in bd china was found with the barrel cracking during use. The following has been provided by the initial reporter: it's noticed that barrel cracked during injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe s2 5ml 22ga 1-1/4in bd (B)(4) was found with the barrel cracking during use. The following has been provided by the initial reporter: it's noticed that barrel cracked during injection.